Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is finally out') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash macular ("red dots on skin"). The patient was treated with surgery (essure is out). Essure was removed. At the time of the report, the medical device removal and rash macular outcome was unknown. The reporter considered medical device removal and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, red blotches. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is finally out') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash macular ("red dots on skin"). The patient was treated with surgery (essure is out). Essure was removed. At the time of the report, the medical device removal and rash macular outcome was unknown. The reporter considered medical device removal and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, red blotches. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure is finally out") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1461 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced rash macular ("red dots on skin"). The patient was treated with surgery (essure is out/bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and rash macular to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, red blotches. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter, patient's date of birth, annex e, annex f15, annex f12, essure's start and stop dates and medical device removal's onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B02259) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of papanicolaou smear normal, pregnancy, menorrhagia, penicillin allergy, wisdom teeth removal, anxiety, irregular menstrual cycle and obesity. She is advised on npo the night of surgery and postoperative restrictions such as driving and heavy lifting. Previously administered products included: opioids and valium. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1320 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced rash macular ("red dots on skin"). The patient was treated with surgery (robotic-assisted total laparoscopichysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and rash macular to be related to essure administration. The reporter commented: approximately 1 -2. Coils were noted within the endometrial cavity. Discrepancy noted insertion date of drug updated to (B)(6) 2013 from (B)(6) 2013. Discrepancy noted removal date of drug updated to (B)(6) 2017 from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.943 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: diagnosis: contraceptive surveillance unspecified, presence of other contraceptive device. Procedure performed: hysterosalpingogram. Findings: the location of the right implant is described as follows: less than 50% of coils within uterine cavity, proximal end is less than 30mm from edge of contrast filling cornua and occluded to the spillage of any contrast dye. The location of the left implant is described as follows: less than 50% of coils within uterine cavity proximal end is less. Than 30mm from edge of contrast filling cornua and occluded to the spillage of any contrast dye. Impression: essure, successful placement (hsg). [Pathology test] on (B)(6) 2017: surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes with essure coils: cervix: chronic cervicitis, squamous metaplasia. Endometrium: secretory phase. Myometrium: unremarkable. Right fallopian tube: histologically unremarkable fallopian tube with intraluminal metallic coil. Left fallopian tube: histologically unremarkable fallopian tube with intraluminal metallic coil. Pre and post-operative diagnosis: menorrhagia; uterine foreign body. Procedure performed: robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Tissue removed: uterus, cervix, bilateral fallopian tubes with essure coils. Gross description: the right fimbriated tube is 7.7cm in length x 0.5cm in diameter and contains metallic coil within the proximal end of the fallopian tube at the cornu. The left fimbriated tube is 9.0cm in length x 0.5cm in diameter and contains metallic coil within the proximal end of the fallopian tube at the cornu. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, red blotches. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation (10064684). The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Lot number added. Event device dislocation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B02259) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of papanicolaou smear normal, pregnancy, menorrhagia, penicillin allergy, wisdom teeth removal, anxiety, irregular menstrual cycle and obesity. She is advised on npo the night of surgery and postoperative restrictions such as driving and heavy lifting. Previously administered products included: opioids and valium. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1320 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. On unknown date she experienced rash macular ("red dots on skin"). The patient was treated with surgery (robotic-assisted total laparoscopichysterectomy with bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and rash macular to be related to essure administration. The reporter commented: approximately 1 -2 coils were noted within the endometrial cavity. Discrepancy noted insertion date of drug updated to (B)(6) 2013 from (B)(6) 2013 discrepancy noted removal date of drug updated to (B)(6) 2017 from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.943 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: diagnosis: contraceptive surveillance unspecified, presence of other contraceptive device procedure performed: hysterosalpingogram. Findings: the location of the right implant is described as follows: less than 50% of coils within uterine cavity, proximal end is less than 30mm from edge of contrast filling cornua and occluded to the spillage of any contrast dye. The location of the left implant is described as follows: less than 50% of coils within uterine cavity proximal end is less than 30mm from edge of contrast filling cornua and occluded to the spillage of any contrast dye. Impression: essure, successful placement (hsg) [pathology test] on 07-aug-2017: surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes with essure coils: cervix: chronic cervicitis, squamous metaplasia endometrium: secretory phase myometrium: unremarkable right fallopian tube: histologically unremarkable fallopian tube with intraluminal metallic coil. Left fallopian tube: histologically unremarkable fallopian tube with intraluminal metallic coil. Pre and post-operative diagnosis: 1. Menorrhagia 2. Uterine foreign body procedure performed: robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Tissue removed: uterus, cervix, bilateral fallopian tubes with essure coils. Gross description: the right fimbriated tube is 7.7cm in length x 0.5cm in diameter and contains metallic coil within the proximal end of the fallopian tube at the cornu. The left fimbriated tube is 9.0cm in length x 0.5cm in diameter and contains metallic coil within the proximal end of the fallopian tube at the cornu concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, red blotches ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation (10064684) lot number: b02259 manufacture date: 2013-06 expiration date: 2016-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.